Manufacturer narrative:
This follow-up report is being submitted to correct h4 in the initial report and report the additional information. Correction on h4 was made as follow. -2012/03/06 to 2012/03/07. The additional information was as follow. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the insertion tube was cracked and torn. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, omsc guessed that the reported phenomenon was caused by the excessive physical stress or degradation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a reprocessing of the subject device, the user noticed that a part of the probe of the subject device was missing. Before the reprocessing, the user performed an unspecified procedure with the subject device. A CT scan was performed considering the possibility of falling the part into the patient. However, the part was not identified. There was no report of the patient¿s injury regarding this event.